Manufacturer narrative:
The technician replaced the non-functioning head limit switch to repair the bed.

Event description:
Information received indicates the head section is running down unintentionally.